Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the left ventricular (lv) lead implant procedure the patient had cardiac enlargement and the lead could not be fixed to the target position due to the tensile force. Additionally, the lv lead dislodged several times during the procedure and the physician decided to implant a single-chamber pacemaker instead. No patient complications have been reported as a result of this event.